Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (heavy leaflet calcification and, in hindsight, insufficient space within the sinus of valsalva to accommodate leaflet motion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our australia affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, there was difficulty crossing the valve with the 26mm commander delivery system (ds). Manipulation involved adding and subtracting the flex; the ds was retracted to allow for the e logo to be up after it became twisted during manipulation. At valve deployment, rupture of the sinus of valsalva with cardiac tamponade occurred. The patient was resuscitated and intubated. Pericardial drain insertion was performed, and fluid was aspirated. The patient had no cardiac output with pulseless electrical activity and was pronounced dead after 20 minutes of resuscitation efforts. Approximately five minutes later, return of spontaneous cardiac output and sinus rhythm were noted. The pericardial drain was reinserted, and a temporary pacing wire was reinserted. Pupils were described as sluggish but reactive. The patient was transferred to the intensive care unit intubated for overnight monitoring, with potential for extubation and full neurological assessment if stable. An aortogram performed prior to transfer showed no pericardial leak and echocardiography showed a decrease in pericardial fluid. The patient passed away after the bleeding recommenced into the pericardial sack the same afternoon in the ICU. As per the reporter, heavy leaflet calcium and insufficient space within the sinus of valsalve to accommodate leaflet motion were the perceived root causes of the rupture of the sinus of valsalva, and angulation of the annulus and delivery system alignment was the perceived cause of the difficulty crossing.